Event description:
A customer reported that the display on their device had gone blank, preventing them from interacting with the pump or reading the screen. There was no adverse impact to the customer¿s blood glucose level as it remained within normal range. To resolve the issue, technical support arranged for the pump to be replaced under warranty. The customer was informed about the replacement process, including instructions to deplete the battery before transport, use manual injections for insulin delivery, and return the malfunctioning pump to tandem using a pre-paid label and return box.